Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. However, after the repair was completed, the device failed at a test step due to ventilator being inoperative and was sent for further repairs. The device's motor blower assembly was replaced to address the issue. Additionally, not related to the issue, it was documented that there was no visible foam particles observed, however there is an observation of dust on the blower box.